Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as no used cartridges were returned with the device and the pump logs were unable to be retrieved.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an unspecified alarm during the load process that prevented the customer from loading a cartridge. The customer's blood glucose level was 233 mg/dl. Reportedly, the customer has an alternate pump available as alternate insulin therapy.